Manufacturer narrative:
It was originally reported that a non-reportable device malfunction occurred; however, additional clarifying information was received indicating that a reportable device malfunction occurred. Therefore, this report was filed to address the new clarifying information. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the physical evaluation of the returned device found the implant severely stretched and separated from the pusher. No signs of activation were found on the heater coil. The condition of the returned device is consistent with the implant encountering resistance, followed by retraction force that exceeded the strength of the coil winding (i.e. Stretching) and the strength of the attachment monofilament (i.e. Separation from the pusher). The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was originally reported that the coil stretched and did not detach; however, additional information received stated that after the operator flushed the coil and inserted it into the catheter, the coil was then attempted to be advanced through the catheter. The first loop of the coil moved out of the distal tip of the catheter, but the other remaining part of the coil was stuck inside the catheter. The operator tried to retract the coil, but the coil was already detached. The coil and catheter were both removed together from the patient. There was no intervention, and no patient injury was reported. The patient was not harmed.